Event description:
During endoscopy with attempted placement of a bravo ph probe, there was a failure to deploy. Two more capsules attempted - all with failure to deploy (total attempts x 3). Procedure aborted. Each capsule to be reported separately. Report 2 of 3.